Manufacturer narrative:
(B)(4). Event eval: neither the complaint device nor the lot number was returned to help assist us with this investigation. Unfortunately, at this time we are unable to determine with certainly how this incident may have occurred. The type of damaged reported, suggests that inadvertent contact was made with the needle bowel during insertion of the wire guide. Once damaged, it is possible that separation occurred when advancing the catheter over the wire. We do warn in our (B)(4) label affixed to the wire guide holder. "Withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." We will continue to monitor for similar complaints. Add'l info from the u/f report: (B)(4): brand name: turbo flo peripherally inserted central venous; device type: turbo flo central venous catheter set.

Event description:
On (B)(6) 2005, the pt was undergoing a PICC line placement. Turbo flo peripherally inserted central venous catheter 5.0 fr (16ga), 60cm (23 5/8 in.) In the radiology special procedure room. When the physician pulled back on the catheter line the guide-wire sheared off. About 1 1/2 inches of the guide-wire remained in the vein of the pt's right upper arm area. The physician immediately attempted retrieval, but was unsuccessful. Pt was taken to the operating room where the wire-guide was successfully removed.